Event description:
The lens was removed and replaced 2 months post operative due to the pt's complaint of halos and glare, a known and labeled possible side effect of multifocal lens implantation. The physician stated the pt was never able to adjust to the implant.

Manufacturer narrative:
Lens was received and inspected by the manufacturer, one detached haptic noted, diopter measured correct as labeled. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.